Manufacturer narrative:
(B)(4). (B)(6). If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the femoral inserter/extractor had broken. No adverse events have been reported as a result of the malfunction.

Manufacturer narrative:
Upon reassessment of the reported event and additional information, it was determined to be not reportable.